Event description:
It was reported that the patient was experiencing inadequate stimulation and that the ipg was difficult to charge and unable to charge beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.